Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) is demonstrating premature battery depletion based on the programmed parameter settings and history of therapy for this particular device. It was reported that engineering analysis confirmed that this device is depleting prematurely; the current battery voltage does not correspond appropriately with the length of device implant. A guidant technical services (ts) consultant recommended replacement of this device prior to the display of the elective replacement indicator (eri, estimated to occur in october, 2007).